Event description:
It was reported that this artificial urinary sphincter (aus) was not working due to fluid leakage. Upon explant, a pinhole in the cuff component was found. The device was explanted and replaced using a smaller cuff. No patient complications were reported.